Event description:
During inspection and testing of the customer returned device (colonovideoscope), air/water flow issues from the air/water flow system was noticed due to the air/water nozzle clogging. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. Upon evaluation of the returned device the following defects were found, bending section rubber glue worn out, distal end cover cap damaged, light guide rob lens cracked, crease on connecting tube, coating of the connecting tube deteriorated, connecting tube sheath pierced and leaky, and angulations out of specification. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. The following is included in the instructions for use (IFU): "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." "Warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure." "Caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure." "Flush the air/water channel with detergent solution". "If there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces.¿ olympus will continue to monitor field performance for this device.